Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(4); that on (B)(6) 2013, the surgery was performed for the patient who had a trochanteric fracture of the femur. Four months after surgery, it was found by x-ray the blade was backed out. After another three months, the back out became advanced that the support of neck and femoral head were unable to construct. It was reported that on (B)(6) 2013, the surgery will be conducted with the blade again. It was further reported that although the fracture part was slightly dislocated by the back out, the patient has no pain and was free of serious complication. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an implant. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint.

Manufacturer narrative:
This device used for treatment and not diagnosis. The pfna-ii blade shows that it is unlocked and is badly damaged at the shank surface. We suppose that is coming from the moving at the nail. We are not able to determine the exact reason for this reported problem. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The device history record was researched; no abnormal findings were identified. The article was manufactured on december 2013 according to our specifications. As written in the device report, the surgeon found by x-rays that the blade backed out, this cannot be confirmed by our side as we have received no x-rays to this day. No product fault could be detected. Correction: implant date should be (B)(6) 2013.